Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Head broke and the pin became detached from the attachment of electric toothbrush - oral-b precision clean or flexisoft brushhead [device breakage], no adverse event [no adverse event]. Case description: report source: non-event - spontaneous. A female consumer of unspecified age reported via e-mail on (B)(6) 2017 that while brushing with an oral-b rechargeable toothbrush, version unknown, the oral-b flexisoft or precision clean brushhead broke and the pin became detached from the attachment of her electric toothbrush. The consumer had brushed with an electric toothbrush for years. No symptoms developed. No further information was provided. On (B)(6) 2017 received consumer's follow-up e-mail: the consumer reported that she scratched the logo with a coin, but she could not get the logo off. No further information was provided. On (B)(6) 2017 received consumer's follow-up phone call: the consumer reported that she'd been brushing for years with oral-b and never had this before. No further information was provided.